Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and frequently off as much as 100 points. The customer¿s blood glucose was 413 mg/dl and the sensor glucose was 303 mg/dl at the time of the incident. The customer did not mention how the high blood glucose was treated. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range and went over the calibration best practices. The sensor will not be returned for analysis.